Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump the staff programmed a rate and ran the infusion down to the infusion stop or total volume entered was infused, and then they realized that it had underinfused by about 200 ml. They spoke to the pharmacy and the end user and they said it should have infused almost all of the bag. They suspect that it is temperature related because it is being delivered from a bag that is chilled to 4-7 degrees celcius. Medication: decitabine. Primary infusion, no secondary. Rate: 265 ml/hr. Vtbi 275 ml. According to the screen, when the nurse pushed the review key most of the way through the infusion time, there were only supposed to be 36.6 ml of the 275 ml volume to be infused(vtbi) left to run but the medication bag still had over 200 ml in it. The problem was found during delivery in the chemo/oncology area. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.